Event description:
The surgeon noticed the eye was soft during core vitrectomy and a choroidal occurred. The lines were checked for kinks. The infusion line was removed from the cannula and irrigation flow was present. The infusion was placed into a different cannula and the surgeon proceeded with the case. The choroidal resolved by the surgeon by manually inflating the eye with bss. In addition: there is no report that actual patient harm occurred and the issue encountered did not result in a prolonged or delayed surgery.

Manufacturer narrative:
The device will be investigated when it is received back from the hospital.

Manufacturer narrative:
In regard to this complaint, three cannula's with closure valves were observed. Visual inspection of the returned product revealed no anomalies. Testing showed no signs of leakage and confirmed that the product was in good shape. Device history record review revealed no deviations and review of the complaint database showed that no similar complaints have been reported. Based on the complaint description it was concluded that choroidal detachment most likely occurred due to incorrect insertion of the trocar (i.e. When the trocar is inserted/positioned incorrectly, fluid can build up behind the choroid which can lead to detachment). Based on the investigation performed, it was determined that the reported event is attributable to an unintended use error. Information on how to insert the trocar can be found in the instructions for use which are provided with the corresponding trocar set. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Since the reported choroid detachment is related to an unintended use error rather than an actual product failure, remedial action/corrective action/preventive action/field safety corrective action (fsca) is deemed not necessary. The analysis includes all complaints with failure mode as reported ci-cann-ejected. The number of devices on the market is based on trocar sales figures.

Event description:
The surgeon noticed the eye was soft during core vitrectomy and a choroidal occurred. The lines were checked for kinks. The infusion line was removed from the cannula and irrigation flow was present. The infusion was placed into a different cannula and the surgeon proceeded with the case. The choroidal resolved by the surgeon by manually inflating the eye with bss. In addition: there is no report that actual patient harm occurred and the issue encountered did not result in a prolonged or delayed surgery.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
The surgeon noticed the eye was soft during core vitrectomy and a choroidal occurred. The lines were checked for kinks. The infusion line was removed from the cannula and irrigation flow was present. The infusion was placed into a different cannula and the surgeon proceeded with the case. The choroidal resolved by the surgeon by manually inflating the eye with bss. In addition: there is no report that actual patient harm occurred and the issue encountered did not result in a prolonged or delayed surgery.